Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the patient will be followed in the clinic in one week. The alert measurement was increased to 150 ohms and they will continue to monitor the measurements. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement of 125 ohms. The measurements have been trending high for the past year. No adverse patient effects were reported.